Event description:
It was reported that the lead impedance measurements were chronically high. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead 2002-(B)(6). (B)(4).